Event description:
According to the customer, this fiber broke before it was used on a patient. The exact description of what occurred is, "the fiber was plugged into the laser and it sparked." This was the second fiber to be used during the same procedure. Customer reported later, "the versa power suite laser was turned back on with a new flexmax holmium fiber connector. The settings were checked and the fiber sparked about five inches from where it was plugged in. The laser was put on stand by." This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
Additional information: customer reported later, contrary to their original report, that the fiber was checked according to labeling instructions before it was used on patient, and the fiber was inside a scope that was in the patient at the time of the reported event. (B)(4). Method: device not returned--evaluated based on reporter's narrative and additional information subsequently obtained from reporter. (B)(4).

Manufacturer narrative:
(B)(4).